Event description:
Account states that pt can place nurse call with response not heard at expected location. No injury alleged.

Manufacturer narrative:
Technician found that the nurse call response was not working due to a broken cable connector. Replaced the communication cable to resolve this issue. Bed in medsurge room.